Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered error u-02 on the integrated electrosurgical unit (iesu). The customer tried to reset the iesu multiple times with no change. The customer was proceeding with the procedure using the force triad generator and external foot pedals. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting error on the iesu, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported failure and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed, and the reported failure (error u-02) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint regarding error on the iesue was confirmed by field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the customer encountered errors on the iesu after the start of the procedure and the iesu did not function. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.